Event description:
Reporter indicated via clinic notes dated (B)(6) 2012 received to the manufacturer that a patient was having increased seizures for the previous month. Medications were changed. It was later reported on (B)(6) 2013 via clinic notes dated (B)(6) 2013 that the patient was more irritable and vns generator replacement was planned if the patient became more aggressive. Generator replacement surgery occurred on (B)(6) 2013. Attempts for additional information and return of the explanted generator are in progress.

Event description:
Reporter indicated the patient's seizures noted from the (B)(6) 2012 office visit were felt to be due to the patient overindulging in caffeinated energy drinks such as "(B)(6)" and the seizure increase was not felt to be due to vns. The patient's aggressive behavior and increased aggression is also not felt to be related to the vns device. Follow up with the hospital revealed the explanted vns generator had been discarded.